Event description:
The international customer reported the ventilator was intermittently restarting while in use on a patient. The customer reported there was no patient harm. The customer reported the power supply was being replaced.

Manufacturer narrative:
Parts not returned due to customs. Parts not returned due to customs.